Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was having syncopal episodes. They had passed out and fallen a couple times. The patient had sustained injuries during these episodes including an orbital fracture. They had low flow alarms on interrogation and a nonobstructive outflow graft narrowing/thrombus was noted on computed tomography (CT). Log files captured mainly routine events, the ventricular assist device (vad) and peripheral equipment were functioning as intended despite the findings on CT.

Event description:
It was later communicated that computed tomography results showed left ventricular assist device (lvad) with mild stenosis of the ventricular outflow tract. There was similar mild soft tissue thickening around the outflow track. No focal fluid collection or surrounding stranding was noted. There was a driveline catheter extending over the right abdominal wall and inferior right chest. There was similar soft tissue thickening surrounding the driveline catheter. Transthoracic echocardiogram (tte) was unremarkable and right heart catheterization (rhc) was done on (B)(6) 2024 which showed normal filling pressures and cardiac output even with reduction in lvad speed. Plan was to back off some of their medications and push hydration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the balloon tip broke. The 25% stenosed target lesion was located in a mildly tortuous and uncalcified right brachial artery. A 6.0 x40, 75cm charger balloon was selected for a dialysis fistula percutaneous transluminal angioplasty (pta). During the procedure, the tip of the balloon broke and became sharp. The balloon was able to be removed intact with the deformed end attached. There were no patient complications reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms and outflow graft obstruction were unable to be confirmed through this evaluation, and no product and photos were submitted. A specific cause for the reported events could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. It was reported on 24oct2024 that the patient experienced syncopal episodes resulting in a couple of falls and an orbital bone fracture. It was reported that the patient had low flow alarms on device interrogation, and a computed tomography (CT) reportedly showed non-obstructive outflow graft narrowing/thrombus. It was reported that the lvad had mild stenosis of the ventricular outflow tract with a similar mild soft tissue thickening around the outflow track. There was no focal fluid collection of surrounding stranding. A similar soft tissue thickening was reportedly noted on the CT, surround the driveline. A transthoracic echocardiogram was unremarkable, and a right heart catheterization was performed on (B)(6) 2024 which showed normal filling pressures and cardiac output, event with reduction in lvad speed. The specific cause of the syncopal episodes was unknown; however, the patient was reportedly stable, and the plan was to decrease some medications while increasing hydration. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related). Section 1 of the IFU also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" of the IFU contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.